Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer was unable to clear the alarm. Customer wiped the device with a wet rag and then dried it off. Blood glucose value was 84 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc button on the insulin pump was unresponsive due to corroded keypad trace. The insulin pump had minor scratches on the display window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.